Event description:
N/a

Manufacturer narrative:
Updated fiedls: b4, g1, g3, g6, h2, h6, h11. Corrected fields: b3, h6 (investigation conclusion).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The wheel kept spinning with a steady alarm. The fse was able to get into the maintenance mode and found that it had fault code 139. The fse replaced the power management board, and the issue was corrected. The unit was on a test balloon for approximately 45 minutes with no problems. All functional and safety test passed.

Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site email), e3, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes ), h11.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit would not boot up when turned on just got the spinning wheel and then got a steady alarm. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp). Unit would not boot up when turned on just got the spinning wheel and then got a steady alarm.

Manufacturer narrative:
Due to character limit in e1 postal code is (B)(6). A supplemental report will be submitted upon completion of our investigation.